Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
The manufacturer representative reported the pump was explanted and returned to the manufacturer after an unknown implant duration because the pt was experiencing increased spasticity. Refilling the pump and increasing the dosage did not help. A new pump was implanted.